Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found a programming error: "com server not available" and an internal software error (indicating the issue was not hardware-related). The fse determined that the software had crashed and needed to be reinstalled. To resolve the issue, the fse performed a full software installation and restored the system from a backup. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.